Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer tried to replace the battery on the insulin pump, but the pump now has a blank display. Customer's blood glucose level was 87 mg/dl. Customer tested the pump with a new aaa alkaline battery, but customer stated that the display did not return. Customer was advised that insulin pump will need to be replaced. No additional information provided.